Manufacturer narrative:
(B)(4). D4: batch #t94t6c. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired. A potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts are being made to obtain the device to date, no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified.

Event description:
It was reported that during a vats esophagectomy, a tear drop-shaped clip was formed at the first firing on the esophagus. The device was fired outside the patient for functionality, and the issue was resolved. After that, while the indicator bar showed that one clip remained in the device, the device was locked out. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.